Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine device change. During procedure, the pacemaker incorrectly displayed an alert for capture thresholds. The pacemaker was explanted and replaced as scheduled.